Event description:
It was reported to medtronic neurosurgery that white cysts were found 10 cm from the tip of the catheter. According to the report, the patient developed symptoms similar to an allergic reaction after the catheter was explanted.

Manufacturer narrative:
The catheter was returned in a 4 cm segment and 5 cm segment. White colored patient debris was found at the end of one of the returned catheter segments. A review of the manufacturing records was not possible as no lot number was provided. It is unknown what caused the reported allergic reaction, however a silicone allergy is a possibility. According to the instructions for use that accompanies the device, "the patient may rarely exhibit a reaction due to sensitivity to the implant."